Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. . Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 110 units. The customer reloaded the cartridge successfully and once more received an inaccurate fill estimate. The customer declined loading a new cartridge onto the pump. The customer's blood glucose (bg) levels ranged from not impacted to 320mg/dl and a correction bolus via the pump was delivered to address the elevated bg level. Reportedly, the customer was not following the proper air removal step which may have contributed to the inaccurate fill estimates. The customer was requested to upload pump data logs for further review. Tandem technical support attempted to contact the customer multiple times to obtain more information and to review the pump logs; however, no response was received.